Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were receiving no delivery alarms on the insulin pump. Customer's blood glucose at the time of the incident was 123 mg/dl. While looking for the plunger, the customer stated that they will need to call back in about 5 minutes because they were not able to speak at this time.